Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was involved in a major car accident and he currently is in the hospital in a coma. It was stated that the insulin pump was lost in the accident. No further information was provided.